Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent an orif surgery for distal end of clavicle fracture. The surgery was completed successfully with no surgical delay. After surgery, on (B)(6) 2022, breakage of the screw in question was confirmed. On (B)(6) 2022, a revision surgery will be performed. The surgeon commented as follows. There was no problem in the fixation and the patient was restricted from stretching up of arm after the operation. But the patient complained of pain, an x-ray was taken, and breakage of the screw was revealed. Since it seemed unlikely that the patient hit the affected area to somewhere, the patient might have slept in a bad posture. No further information is available. This complaint involves one (1) device va lockscr ã¸2.7 he 2.4 self-tap l14 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.